Event description:
Customer reported tubing separated inside the pump. Per email "it came apart looks like at the connection of the blue piece that sits in the pump." There was no report of pt harm or medical intervention.

Manufacturer narrative:
(B)(4). Although the device has been requested and the customer has indicated the set is available for evaluation, the set has not been received. A follow up report will be submitted with evaluation results should the device be received for investigation.